Event description:
It was reported that the insulin pump alarmed button error during bolus. Customer's blood glucose reading was 257 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. The pump also had minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.